Event description:
A report was received from a user facility in the (B)(6) indicating that during the procedure, the cutter failed to cut at 5000cpm. There was no report of impact or injury to the patient.

Manufacturer narrative:
The cutter was disposed at the facility and it is not available for evaluation. The sterilization and lot history records were reviewed and found to be acceptable.